Event description:
A customer reported to baxter corporate product surveillance a flo-gard infusion pump that alarmed occlusion while the patient was in therapy. This condition had the potential to interrupt delivery. The nurse opened the pump door to find that the tubing was collapsed near the drip chamber.there were no reports of patient injury, medical intervention or adverse events associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or the device becomes available, a follow-up report will be submitted.